Event description:
It was reported by getinge fse that during maintenance, the cardiosave intra aortic balloon (iab) malfunctioned (compressor output test fail). There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.